Event description:
It was reported that during preparation for a peripheral angioplasty and stenting treatment procedure, the stent dislodged from the balloon. The lesion was located in the left iliac artery. As the physician was preparing the 7.0x40x75cm express ld iliac/biliary pre-mounted system, the stent dislodged from the balloon. This event occurred outside of the patient. Another of the same device was used to complete the procedure. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)